Event description:
Related manufacturer report number: 2017865-2021-38416; 2017865-2021-38417; 2017865-2021-38418 it was reported that the patient presented at the clinic with pacer site erosion and infection. The system was explanted. System function was normal at the time of explant. The patient was stable.